Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test perdop114-830. Sensor failed per spec due to low readings.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a sensor error. The blood glucose reading is 44 mg/dl. Nothing further reported.

Manufacturer narrative:
One open and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings.